Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Catheter #1 presented with powder inside the tubing at the proximal end. Catheter #2 did not present with any powder within the catheter and no visible signs of use. Powder was present on the device nozzle. The device was tested as returned and did not spray as intended. The co2 cartridge did not audibly discharge upon deactivation and was fully punctured. The foam insert was present inside the handle. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge, the device did not spray. Catheter #1 was tested with a sample device and sprayed as intended. The handle was disassembled and the tubes were disconnected for removal of any powder. Powder with some clumps was present in the front tube connecting the on/off valve to the powder chamber and the back tube connecting the powder chamber to the low-pressure valve. The clumps from both tubes were evaluated with a phenolphthalein testing kit and determined to contain blood. Powder was present inside the powder chamber center cannula. A visual inspection of the hole in the bottom of the powder chamber showed it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown however, the clumps within both tubes were positive for the presence of blood. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. This limits our ability to conclusively determine a cause. A corrective action was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
The investigation is being corrected to state that there was not blood in the internal clogs. Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Catheter #1 presented with powder inside the tubing at the proximal end. Catheter #2 did not present with any powder within the catheter and no visible signs of use. Powder was present on the device nozzle. The device was tested as returned and did not spray as intended. The co2 cartridge did not audibly discharge upon deactivation and was fully punctured. The foam insert was present inside the handle. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge, the device did not spray. Catheter #1 was tested with a sample device and sprayed as intended. The handle was disassembled and the tubes were disconnected for removal of any powder. Powder with some clumps was present in the front tube connecting the on/off valve to the powder chamber and the back tube connecting the powder chamber to the low-pressure valve. The clumps from both tubes were evaluated with a phenolphthalein testing kit and determined to not contain blood. Powder was present inside the powder chamber center cannula. A visual inspection of the hole in the bottom of the powder chamber showed it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown however, the clumps within both tubes were negative for the presence of blood. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. This limits our ability to conclusively determine a cause. A corrective action was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure to treat a bleeding lesion in the d1 and d2 junction of the gi tract, the physician used a cook hemospray endoscopic hemostat. It was reported that the powder was not able to be deployed after activation of the hemostat, then another new hemospray was used and the case was successful. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972. The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.